Manufacturer narrative:
New information: investigation and root cause completed. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/03/2013 to the present date 9/23/2020 and confirmed that this device was not previously returned for servicing and there were production failures (q6 200167663) for no channel ID b which does not correlate to the customer reported issue. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Event description:
It was reported that the device was displaying error code 810.9160. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was displaying error code 810.9160. No patient involvement.